Event description:
During an initial implant procedure, the helix of the right atrial (ra) lead was observed to not rotate properly. Additionally, the ra lead failed to advance with the stylet. A new lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of failure to advance the stylet and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the helix region, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The stylet insertion test could not be performed due to the over torqued inner coil at the connector region. The cause of the reported events was due to over torqued of the inner coil and helix being clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures however an internal short was noted due to overtorqued inner coil at the connector region consistent with procedural damage.